Event description:
It was reported that a broken plate was found in the queensland kit room.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matched the alleged issue. The device inspection revealed the following: the received omega plate was found to be broken around the third hole from the proximal side. No significant evidence of any user induced damage could be observed apart from the usual explantation marks. The fracture surface was found to be relatively smooth and showed evidence of a fatigue fracture, originating from the lateral aspect of the plate, along the shorter side of the hole. Slight appearance of lines of rest was observed running from lateral to medial. The broader side of the hole showed a typical instantaneous fracture zone indicating the area of final detachment. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation it could be concluded that the plate broke in a fatigue manner. However, since exact details of the event, when it happened how long the plate was inside the patient, radiographs and other patient details were not available, a real root cause of the issue could not be determined. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that a broken plate was found in the queensland kit room. Update: it was confirmed by evaluation of the device that the device had been implanted and broke in the patient and was revised.